Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 2301164, is 20g and product code is 383894, produced on 2022/12, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.the customer returned a defective sample, as shown in attached photos 1 and 2; observed the sample under microscope, it was found that the catheter was broken and the fracture surface was uneven, suspected of being punctured by the needle. There was also damage in the middle of the catheter, and the shape of the damage is similar to that of the needle tip piercing injury. 3. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: (1) according to customer feedback, no damage was found to the catheter before use of the product. It was found that the puncture was unsuccessful during the puncture process, then found the catheter was broken after the needle was withdrawn; (2) from the sample status returned by the customer, it was found that the fracture surface was uneven, suspected of being punctured by the needle; there was also damage in the middle of the catheter, and the shape of the damage is similar to that of the needle tip piercing injury; (3) during the puncture process, if the puncture is improper and the needle is retracted and punctured again, the catheter will be punctured. In summary, no abnormalities were found in the manufacturing process, and no similar complaints were received from other hospitals about this batch of products. Based on customer feedback and analysis of returned samples, it may due to the catheter was punctured by the needle during use, so the complaint cannot be confirmed to be related to product quality. The factory will continue to pay attention to and monitor the trend of defect complaints.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus catheter broke/separated after placement. The following information was provided by the initial reporter: in the morning, the obstetrics and gynecology catheterization process was unsuccessful, and the needle was withdrawn and it was found that the half-cut catheter was broken and left on the back of the client's hand.